Event description:
Reporting status: malfunction. Reporting rationale: mislabeled device, is likely to cause or contribute to a serious injury. Device issue: mislabeled device. It was reported that the mini vision stent was packaged in a voyager labeled pouch. The device was pulled for use as a 2.5 x 08 mm voyager, which is what the package was labeled. The device was used in the patient and upon the inability to cross the lesion, the device was removed from the pt's anatomy. It was then realized that there was a stent on the balloon. After closer look at the labeling, it was found to have all the information pertaining to a 2.5 x 08 mm mini vision stent delivery system. Reportedly, there were no pt effects. No additional event or pt information is available.